Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.